Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2008 for treatment of stress urinary incontinence and pelvic organ prolapse. It was alleged the plaintiff experienced serious bodily injuries, including, but not limited to, recurrent incontinence, emotional distress, infection, extreme pelvic pain, hardening, extrusion, and erosion of the mesh, bleeding, mental and physical pain and suffering, pain during intercourse, permanent injury, and other injuries. The plaintiff underwent surgery on (B)(6) 2009 to excise and revise portions of the mesh. The plaintiff underwent surgery on (B)(6) 2012 to completely remove the mesh.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.